Event description:
It was reported that an artificial urinary sphincter (aus) cuff was removed for unspecified reasons on (B)(6) 2018. A new aus cuff of unknown size was implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that an artificial urinary sphincter (aus) cuff was removed for unspecified reasons on (B)(6) 2018. A new aus cuff of unknown size was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Device eval by manufacturer, device not eval by MFR code.

Event description:
It was reported that an artificial urinary sphincter (aus) cuff was removed for unspecified reasons on (B)(6) 2018. A new aus cuff of unknown size was implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.